Event description:
After the surgical procedure, during inspection of instruments used , it was noted the tip of the micro nerve hook was broken. An anterior-posterior (ap) lateral x-ray was taken of the wound bed and it was noted fragment was at the level of the inferior l4 facet and disc space. Several attempts were made to extract fragment without success. At this point, it was opted to abort removal to minimize risk of nerve root injury.